Manufacturer narrative:
Results: the indigo system cat6 aspiration catheter (cat6) was kinked approximately 22.0, 58.5, 91.0, and 92.0 cm from the hub. The cat6 was ovalized approximately 129.0 cm from the hub. Conclusions: evaluation of the returned device revealed it was kinked in multiple locations throughout its length. This damage likely occurred due to forceful manipulation of the cat6 against resistance. Further evaluation revealed the cat6 was ovalized in the distal shaft. This damage likely occurred due to forceful gripping or pinching of the cat6 during insertion into a sheath. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat a peripheral vascular disease (pvd) using an indigo system aspiration catheter 6 (cat 6). During the procedure, while attempting to advance the cat6 through another manufacturer's sheath and down the superficial femoral artery (sfa), the physician noticed that the cat6 immediately became kinked while still outside of the patient's body. The physician did not mention feeling resistance and the patient's anatomy was not tortuous. The cat6 was removed after the kink was noticed and the procedure was completed using a new cat6 and the same sheath. There was no report of an adverse effect to the patient.